Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2023 additional information was requested, the following was obtained: - was there any unexpected result or complication due to the prolonged time of surgery? - which tissue was being sutured when the event occurred? - was additional dissection required in organs/tissues other than the target tissue? No - has there been any change in patient postoperative care due to prolonged procedure? No return device status. Please document shipment tracking number: (B)(4). - please provide the source or name of the person providing answers to follow-up questions: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08429, 2210968-2023-08431.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any unexpected result or complication due to prolonged surgery? Which tissue was being sutured when the event occurred? Was additional dissection required on organs/tissues other than the target tissue? No has there been any change in the patient's postoperative care due to the prolonged procedure? No device return status. Please document the shipment tracking number: pc-001454662 please provide the source or name of the person providing answers to follow-up questions: sandra andrade the following information was received: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10 minutos, action taken when event occurred? Kept using the thread was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? No, patient status/ outcome / consequences. No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study. Unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08429, 2210968-2023-08431.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Suture is breaking at the time of knot. Surgery delayed by 10 minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, forty-eight unopened samples that pertain to the product code 14503t. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.